Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.this issue was previously reported under MDR number 1415939-2023-00011 under a different suspect device.

Event description:
The customer was questioning results for architect anti-tpo, specifically the 563.15 iu/ml result and provided the following the example data: sample ID (B)(6)= initial result >1,000 iu/ml; repeated dilution 1:2= 563.15 iu/ml repeated again= 1,203.73 iu/ml there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the archictect i2000sr, serial # (B)(6) due to customer questioning falsely decreased architect anti-tpo result and determined the valve, manifold kit (rohs) required replacement, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review verified no subsequent issues have been reported related to anti-tpo imprecision results post service intervention. A review of tracking and trending did not identify any trends for the valve, manifold kit (rohs). The product monitoring review scorecard was reviewed and found no similar issues for the archictect i2000sr with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the valve, manifold kit (rohs). Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the archictect i2000sr, serial # (B)(6) or valve, manifold kit (rohs) were identified.